Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 525 mg/dl. The customer's another blood glucose levels were 488 mg/dl, 464 mg/dl, 489 mg/dl and over 500 mg/dl. The customer was treated with insulin pump for the high blood glucose. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.